Event description:
On 4/16/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event that required the user to be hospitalized. The event occurred on 4/9/24. On (B)(6) 2024 a beta bionics customer care agent contacted the user for follow-up about the event. The user reported their bg dropped to 11 mg/dl. The user declined to provide further information about the event. The user has elected to discontinue use of the ilet.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-04-09 was reviewed. No motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report shows no cgm glucose data is available for the review date of 2024-04-09, and limited use of the ilet throughout the week prior to the event. Many days have minimal cgm data available. The ilet enters bg-run mode repeatedly due to the missing cgm data, and no bg values were entered, rendering the ilet unable to deliver insulin often. Consistent use of the device is seen on (B)(6) 2024 and (B)(6) 2024. The cartridge ran out of insulin at 12:41 pm on (B)(6) 2024 and was not replaced until 7:00 pm that evening. The cgm sensor had expired the morning of (B)(6) 2024 and no manual bg entry was made after 9:55pm that evening. Due to this, the ilet was no longer able to make basal requests for insulin delivery. Without cgm or insulin dosing data from the event date, specific review of the event is not possible. No evidence of ilet malfunction was seen in the engineering logs. The ilet had triggered alerts for expiring cgm sensor and appropriately entered bg-run mode once the sensor had expired and was not replaced. The ilet continued to make basal requests for insulin delivery in bg-run until a manual bg entry was due. When a manual entry was made, the ilet continued to make basal requests. However, when no entry was made the ilet appropriately paused basal requests and triggered the appropriate alert. Due to this, no cgm glucose readings or basal requests were seen on (B)(6) 2024. Instead, the last alert was triggered on the previous night for "bg-run suspended" due to no manual bg entry being made. Evidence of excessive meal announcements were seen on (B)(6) 2024. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without cgm or insulin dosing data from the event date or additional information provided by the user, it is not possible to determine an assignable cause for this hypoglycemic event. The user was not receiving insulin from the ilet on the reported event date, so it is possible the hypoglycemia was caused by their alternative therapy.